Manufacturer narrative:
Concomitant medical product: sedr01 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that right ventricular (rv) lead had "broken" and was replaced. No patient complications have been reported as a result of this event.